Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that while trying to treat a myopic patient, the laser stopped at two seconds. A pop up message occurred but the physician does not remember what the message said. The laser would not allow the procedure to continue and was aborted. The surgeon decided to lower the initial prescription by -0.25 diopters and the laser worked correctly. The rest of the surgery was completed that same day with no other problems.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. Logfile review could confirm the reported event. It was shown that an error message was displayed which interrupted the treatment. The error message was caused by pushing the foot-switch (laser pedal) in hesitant or slow manner. The device was working as intended. The concluded pre-launch evaluation of the green software version did uncover the reported error message. The root cause could be determined as an inappropriate handling of the foot-switch (laser pedal). The manufacturer internal reference number is: (B)(4).